Event description:
The surgeon provided additional info stating the inferior haptic separated from the optic allowing the optic to tilt anteriorly with 6 o'clock optic in the anterior chamber. He felt that contact with the cornea was probable based on localized inferior corneal edema. The exchange was a success.

Event description:
A surgeon reported that an intraocular lens (iol) was replaced due to dislocation from a broken haptic. Additional info has been requested.